Manufacturer narrative:
(B)(4), results, conclusions - is based upon evaluation of the actual sample; is based upon evaluation of unused portion of the actual sample. The involved device was returned and evaluated. Visual inspection determined that a portion of the urethane layer had been sheared approximately 40mm - 50mm in the distal direction rather than the hydrophilic coating being "lost." The actual sample was primed with saline solution and underwent tactile inspection of the hydrophilic coating. The results confirmed the hydrophilic coating had proper adhesion to the core wire and no other defects or anomalies were detected. Magnification inspection of the urethane layer found that the sheared cross-section was smooth, indicating that the urethane layer had been sheared off with an edged tool. Inspection and testing of the undamaged portion of the sample confirmed there were no defects or anomalies and product performance specifications were met. The retention sample, which was pulled from current production, was used to intentionally simulate the damage thought to be on the actual device by using it in conjunction with a metallic needle. The results showed the urethane coating sheared from the retention sample, and the sheared cross-section surface confirmed to have a smooth state as did the returned sample. A review of the device history record and shipping record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the appearance of the returned sample along with confirmation by simulation testing of a retained sample are most consistent with the guidewire coming into contact with a sharp and rigid object such as a cutting tool in the longitudinal distal direction resulting in the sheared urethane layer. The device labeling does address the potential for such an event in the warnings precautions section of the instructions-for-use by statements such as: (1) "do not manipulate and/or withdraw the guide wire m through a metal entry needle, a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawal through an entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. (2) "do not use the guide wire m with a metal-tipped catheter, a laser catheter, or a catheter that has a rotating cutting design such as an atherectomy catheter. Use of the guide wire m with such catheters may result in damage to the surface of the wire and/or separation of the wire." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that the radifocus guidewire m "lost its hydrophilic coating" during a procedure. The device was changed out for a new one and the procedure was completed successfully. No additional details have been provided by the user facility.